Event description:
The implant failed due to infection. The implant was placed at #17 and removed after 1 month. Traditional 2 stage surgery, fixture was placed with primary closure. Moderate oral hygiene, good bone condition, tobacco use.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.